Manufacturer narrative:
The device was explanted and replaced with a crt-d. The patient was hospitalized with the left ventricular (lv) lead port plugged. The introducer remained implanted. This report will be updated once additional information becomes available.

Event description:
Boston scientific received information that, during a procedure to upgrade this device to a cardiac resynchronization therapy defibrillator (crt-d), phlebography noted subclavian occlusion with free blood flow further medial. A medial subclavian vein puncture was attempted. After some time, a longer needle was attempted, and an introducer was successfully inserted. However, the aorta had been punctured. The patient was hospitalized.